Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was under infusing due to a no disposable alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.